Event description:
The user reported that a color chip failure had occurred. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.